Event description:
It was reported to philips that the azurion device was intermittently not exposing on biplane mode when the footswitch was pressed. The device was inside clinical use at the time of the event. It was reported that there was "delay to procedures". No patient harm was reported. A philips engineer visited site and determined that the wired footswitch was faulty. The footswitch was replaced and the device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system foot switch was not working properly. Upon functional testing, fse found the foot switch was not working properly. When doing a bi-plane case, when pressing the footswitch, sometimes both planes do not produce x-rays, and sometimes only one plane works. The fse replaced the wired footswitch. After the replacement of the wired footswitch, the system was returned to use in good working order. These codes were updated based on investigation outcome.